Event description:
I have used fixodent and polygrip for the past 11 years since I had my upper teeth extracted in (B)(6) 1999. In (B)(6) 2006 I began to have severe pains in my left leg as well as some numbness and tingling in my legs mostly but all extremities. I consulted with my dr (B)(6) in the spring 2007 when my pain did not go away and I began to limp. Dr (B)(6) had me take an MRI and then pt on a 2 x a wk schedule and it did not clear up. I was told at that time by dr (B)(6) that I had neuropathy. Since spring 2006 I have had 2 MRI's - consulted and had battery of tests with two neurologists and continue to this day (B)(6) 2010, have a constant pain and numbness in my legs. I continued to go to pt classes with 2 more pt therapist as well as trying acupuncture for a few months. Nothing I have done has remedied my neuropathy. To this day I continue to have a pain in my left calf and continue to walk with a slight limp as well as losing "sure footiveness" in my feet! Dose or amount: denture adhesive cream. Frequency: twice daily. Route: oral. Dates of use: from (B)(6) 1999 to (B)(6) 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.